Manufacturer narrative:
Reference article: onishi toshinari, ¿let's learn from the failed almost failed case - why failed? What should have been done?¿ echocardiography, vol.19, no.10. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).  There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure.  Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury.   Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve.  An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus.  If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the coronary occlusion was reported to be ¿a part of the mitral valve¿. Patient factors and device manipulation likely contributed to the mitral injury and subsequent coronary artery occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through a received written article, "let's learn from the failed almost failed case - why failed? What should have been done?" - echocardiography, vol.19, no.10., an (B)(6) male who had trivial mitral regurgitation (mr) other than aortic stenosis (as) received a 26mm sapien 3 valve via transapical tavr procedure. During the procedure, before the valve was implanted, worsened mr and left ventricular hypokinesia (lvh) were noted. Mr and lvh were not resolved. Eventually hemodynamics became unstable and the patient went into shock. The percutaneous cardiopulmonary support (pcps) was implemented. At this point, there was no mitral "chordane" tendineae rupture and cause of the event could not be determined. Emergent aortic angiography revealed left coronary artery (lca) obstruction. The percutaneous coronary intervention (pci) was executed to implant the stent. This resolved the lvh. For the mr, there was a perforation confirmed in a part located close to posterior commissure. This was the cause of the worsening mr. Later, abnormal structure was observed at the aortic side of the valve. It was inferred that this structure obstructed the lca. This abnormal structure was extracted. The pathological findings confirmed that the abnormal structure was a part of the mitral valve. The family of the patient disagreed on surgical intervention of mitral valve. Mr was uncontrollable, and the patient passed away on 14th day since the admission.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.